Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited something stuck inside the device. The event was found during reprocessing. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally it was found that the elevator cover was missing a single component, paste-like, thixotropic adhesive (ke-45). A root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue occurred due to dents and kinks in the forceps passage. In regards, to the missing ke-45 on the elevator cover, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.